Event description:
It was reported that during a peripheral treatment procedure stent damage occurred.the target lesion was an unspecified renal vessel. An ion stent was implanted to treat the target lesion. At an unspecified time, stent deformation occurred.the physician completed the case with this device. There were no reported patient complications and the patient status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).